Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device passed incoming testing, all bails and bail covers were missing, the lower case was broken and the upper case was broken. (B)(4).

Event description:
It was reported that the device was defective. No further details were available. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.